Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer reported blood glucose level ranged from 220-250 (mg/dl). It was indicated that the customer would continue using the insulin pump and administer a correction bolus to address bg levels.